Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the first band in this procedure broke/disassembled as a result of not being able to align the manubrium due to the high bmi of the patient which presented excessive pressure on the first band. The surgeon chose to remove the three bands due to the gap that was still present and close the patient with wires, plates, and screws. There was a twenty minute surgical delay. The sales associate reported this method of fixation was successful and the patient's condition is good.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. According to the evaluation, the surgeon was on step 2, tightening the band. According to the evaluation, there are no indications of any of the bands breaking. According to the evaluation, the tensioner that was used on the manubrium was identified. It was noted that the patient had a high bmi. According to the evaluation, this indicated that the patient¿s condition lead to a high amount of force needed to bring the sternal halves together. According to the evaluation, it is likely the band started to slip through the thumb cam when attempting to reduce the sternal halves. According to the evaluation, the dimensions critical to the thumb cams strength were measured on the tensioner used on the manubrium and were found to be within specification. According to the evaluation, the complaint is confirmed. The most likely cause of the manubrium not be able to be reduced is determined to be the patient¿s condition of high bmi, leading to excessive force required to bring the sternal halves together, and ultimately causing the band to slip through the thumb cam.